Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that possible occlusion alarms occurred. No additional information was provided and customer did not respond to multiple follow up attempts from tandem technical support. No reported impact to the customer¿s blood glucose level.